Event description:
During an l5-s1 alif procedure, the surgeon inserted the screw at s1. Surgeon then decided to reposition the plate higher up on l5-s1. The screw was backed out for repositioning of the plate. The scrub nurses noticed threads on the screw had started to peel. No fragments fell off but the screw was unusable. Another screw was used to complete the procedure with no further problem, no harm to patient.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.